Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had a blank screen display. Customer reported to have been in a vehicle accident on (B)(6) 2015. Customer had a bad headache and went to the hospital on (B)(6) 2015 with blood glucose of 360 mg/dl. Customer had diabetic ketoacidosis. Customer was released from the hospital on (B)(6) 2015 and customer was wearing insulin pump at the time of hospitalization. Troubleshooting could not be done on insulin pump due to blank screen display.